Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) alert message. Technical services (ts) indicated the observed alert indicates the pd has been erased due to a corruption on the device ram. This error is a benign anomaly that occurs due to radiation, high altitude, cosmic rays or other external factors, and should not jeopardize clinical therapy. In addition, it was noticed that battery longevity is no longer accurate as the implant date was erased. Ts suggested to manually re-enter the pd data, include a comment with the implant date (this information cannot be re-entered) and continue performing battery capacity follow-ups every 3 to 5 months. This s-ICD remains in service and no adverse patient effects were reported. Additional information was received. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) alert message. Technical services (ts) indicated the observed alert indicates the pd has been erased due to a corruption on the device ram. This error is a benign anomaly that occurs due to radiation, high altitude, cosmic rays or other external factors, and should not jeopardize clinical therapy. In addition, it was noticed that battery longevity is no longer accurate as the implant date was erased. Ts suggested to manually re-enter the pd data, include a comment with the implant date (this information cannot be re-entered) and continue performing battery capacity follow-ups every 3 to 5 months. This s-ICD remains in service and no adverse patient effects were reported.